Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. Concomitant medical products: item: set screw, 8 mm, 21 mm, catalog #: 47249300000, lot #: 12772309; item: znn, cmn lag screw, catalog #: 47248510510, lot #: 2855436. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported the patient had an intramedullary nailing for a right sub-trochanteric femoral fracture. Subsequently, on her first day post-op, she did develop some supraventricular tachycardia that improved with metoprolol and IV fluids boluses. The patient was asymptomatic during these episodes and resolved after just one day. During that day she had these episodes a few times. She was monitored on telemetry without further events and was discharged to the rehab facility.

Event description:
Please disregard the report and void it from your system because this complaint is not device related as per communication received from healt care provider.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: please disregard the report and void it from your system because this complaint is not device related as per communication received from healt care provider. Zimmer gmbh considers this case as not a complaint. Zimmer biomet¿s reference number of this file is (B)(4).